Event description:
It was reported that in the procedure of posterior spinal fusion device shaft broke upon startup. No patient impact reported. The procedure was completed with the backup product. No additional intervention was performed or planned as a result of this event. It was reported that the procedure was completed with backup product. Upon follow up it was confirmed that there was no patient impact.

Manufacturer narrative:
H3: product analysis for mr8-sp14mh30 with lot #0230374828: no conclusion can be drawn. No evaluation was performed as the product was reported to have been discarded. Therefore, returned device analysis was not able to be performed.if the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.